Event description:
It was reported that pump experienced malfunction with a displayed malfunction code. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code recurred, and caller acknowledged and understood instructions.